Event description:
The physician intended to use the turbohawk to treat the proximal posterior tibial artery (cto- 100% chronic total occlusion) as per IFU. The lesion was pre-dilated and post dilated. During the procedure the physician attempted to withdraw the device but encountered severe resistance. It is reported that the turbohawk interacted with a previously implanted non medtronic stent strut, the tip of the turbohawk detached and could not be captured. The physician used a stent to cage/jail the tip within the previously implanted stent. It was reported that the patient was fine. No further clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.